Manufacturer narrative:
This report is being supplemented to provide a correction for additional information based on the legal manufacturer's final investigation. Checked 'other' to add country (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no power could not be determined at this time. The device parts were replaced on-site. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technician went onsite to evaluate the device. The technician reported that a few parts were replaced on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light would not power on. There was no harm, infection or user injury reported due to the event.